Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device associated with this event is returned at a future date, this evaluation will be reopened for investigation. Based off the photos submitted and the appearance of charring on the spacer, it is possible that the tip of the wand made contact with a metal object which then caused saline ingress. The evac 70 xtra hp coblator ii wand will also create steam when sufficient suction is not used and give the user the perception that it is smoking ¿sparking¿. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that before the surgery when the device was being tested, the cutter head was found electric spark. The surgery was complete with no further issues after replacing the cutter head. No patient involved as the failure was found before the procedure.